Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: verbiage received, - " 26244g, vacutainer 6ml lav k2edta plas 367863, 0258333, foreign particle. 26244g, vacutainer 6ml lav k2edta plas 367863, 0258333, foreign particle. 26244g, vacutainer 6ml lav k2edta plas 367863, 0044160, foreign particle.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 80 retention samples of lo 0258333 and 100 retentions from lot 0044160 from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258333, medical device expiration date: 2022-02-28, device manufacture date: 2020-09-14, medical device lot #: 2021-07-31, medical device expiration date:0044160, device manufacture date: 2020-02-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ sst" blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: verbiage received: 26244g vacutainer 6ml lav k2edta plas 367863 (B)(4) foreign particle, 26244g vacutainer 6ml lav k2edta plas 367863 (B)(4) foreign particle, 26244g vacutainer 6ml lav k2edta plas 367863 (B)(4) foreign particle.